Event description:
Per a computed tomography report (CT): "there is no thrombosis of the inferior vena cava. There s no evidence of thrombosis involving the iliac and femoral veins". "Impression: inferior vena cava filter in place one posteriorly situated wire/fatty appears to extend beyond the margin of the posterior wall of the inferior vena cava and into the psoas muscle to a minimal degree at the level of the mid to lower pole of the right kidney. There is actually no stranding or acute hemorrhage. There is no evidence of deep vein thrombosis".

Manufacturer narrative:
Additional information: a2, b1, b5, b6, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Catalog number, filter type and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time.  A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook ivc filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received an unknown cook filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.